Event description:
During preventive maintenance service, device diagnostic history review indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. There was no patient involvement reported. The manufacturers service engineer replaced the data acquistion pcb to motor controller pcb boards cable to address the reported problem.